Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 600 mg/dl. The customer's mother stated that the customer had received several no delivery alarms on the insulin pump, and that he also had an eye infection. The customer's mother also stated that she did not see insulin exit when priming the insulin pump two days prior to the event. Troubleshooting was performed. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.